Event description:
On (B)(6) 2016, my orthopedic surgeon sampled my blood as part of period monitoring of my metalic zimmer hip implant. The blood test found 2.3 mcg/l of chromium and 7.6 mcg/l of cobalt. He recommended that the device be replaced. The replacement took place on (B)(6) 2016. During the placement, the surgeon noted corrosion between the stem and the ball and noted it on the operative report.